Manufacturer narrative:
Covidien reference#: (B)(4). Evaluation of the incident sample confirmed the reported condition. Investigation found a bent pin in the integrated microwave and data connector. The cause of the bent pin could not be determined. Testing is performed during the manufacturing process to confirm operation of this circuitry. Review of the device history records found the lot was released meeting all specifications.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(6) 2015. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the antenna was not recognized by the generator when connected. The procedure was postponed. The patient was present and sedated at the time the issue occurred. There was no injury to the patient.